Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet was not delivering insulin despite meal announcements, with two occlusion alerts occurring over two days; the user was using an infusion set and the issue resolved only after a complete supply change. Symptoms included lightheadedness and frequent urination, and the glucose was high for approximately 12 hours without successful correction until the supply change. Outcomes included caregiver assistance without medical intervention or hospitalization. Investigation included review of device reports and guided troubleshooting and education. Investigation of this case revealed that insulin delivery was impeded by an occlusion associated with the infusion set and was resolved by replacing the set and related supplies, after which no further alerts occurred. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion corrected by supply replacement.